Event description:
The customer contact reported the patient received less medication than intended. On a unspecified date, the pump was programmed to deliver an unspecified concentration of paclitaxel for a duration of three hours and the delivery was started. No further programming parameters were provided. It was reported that three hours later "about 1 1/2 hours of the drug was left in the bag." The physician was notified. The pump was reprogrammed and the delivery was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.